Event description:
This report is based on information provided by philips remote service engineer (rse), authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device is unable to power on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). The authorized service provider (asp) visited the customer site, assessed the device, and confirmed that it was unable to power on. Upon inspecting the equipment, a mainboard failure was identified. After replacing the mainboard, the device was restored to full functionality. The device returned to use, and no further evaluation is warranted at this time.